Event description:
The customer reported that while they were transporting a pt within the hospital, the iabp shutdown. They plugged the iabp into an ac outlet and it restarted. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep observed that one pin was pushed in on the battery contact cable connector. The company rep replaced the cable (part number: (B)(4)). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).